Event description:
It was reported that inflation could not be maintained on one (1) size 8 dct, disposable cannula low pressure cuffed tracheostomy tube. The 8dct device was used on a freshly tracheotomized pt. The device was replaced with a second 8dct device with no reported compromise to the pt. It is unk if the device was tested prior to insertion or how long the device had been in use when the reported malfunction was detected. Additional info has been requested but as of the date of this submission facility has not responded. The 8dct device is to be returned to the MFR for analysis and investigation. As of the date of this submission the reported device has not been received.

Manufacturer narrative:
Note: this is a follow-up report to provide product return status (sections b.5 & d.9) and evaluation results (sections h.2; h.3; h.6; h.10). Evaluations results: the mfrs analysis and evaluation of the returned 8dct device confirms a cut at the distal end of the cuff which most likely occurred during use. Device history records indicate this lot passed 100% inspection for inflation system integrity.